Event description:
It was reported that the patient was felt an "intermittent tingling sensation at the pocket site." It was noted that the patient was receiving "great therapy." It was further noted that the patient "was not clear on therapy but had tried with stimulation off and on." Normal impedance measurements were reported. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4),implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v515921, implanted: (B)(6) 2010, product type: lead. (B)(4).